Event description:
It was reported that the ilet was not displaying dexcom g6 glucose readings after a new sensor start, with initial alerts of dosing stop and subsequent continued absence of cgm values on the pump while the dexcom receiver was in use; the user had not completed transmitter pairing or code entry until guided, and interference from concurrent receiver use was addressed through turning off the receiver, reentering the sensor and transmitter codes, and rebooting, after which readings resumed on the ilet. Symptoms included hyperglycemia with reported blood glucose values in the high 200s. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper setup and concurrent receiver use rather than a component failure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.